Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post right ventricular (rv) lead implant while patient was still on ward, pacing threshold issues and intermittent pacing inhibition were observed. A lead dislodgement was suspected based on x-ray imaging. The rv lead was successfully repositioned during surgical intervention, demonstrating a favorable threshold value. The physician reported that initial lead placement was likely in an area of thin heart muscle and the lead inadvertently advanced during beating. No product design allegations and the lead remains implanted and in service.